Manufacturer narrative:
High bg. (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was noted that the malfunction alarm did not impact the customer's blood glucose (bg) level. However, the customer experienced elevated bg levels of 550 mg/dl with large ketones all day and prior to the malfunction occurring. Reportedly, the customer was admitted to the hospital on (B)(6) 2016 and was treated with intravenous fluid and insulin drip. A follow up with the customer indicated that they were released from the hospital on (B)(6) 2016. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.